Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or selftest due to unresponsive keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information indicated by medtronic that the back of the case was broken. Troubleshooting was not performed. The product was returned for analysis.